Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited out of range pacing impedances on the right ventricular (rv) lead. The rv impedances were fluctuating between 300 ohms and 2300 ohms. No oversensing was noted. At this time, the ICD remains in service and the patient will be monitored remotely. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which indicated the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 rv spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal. The cause of the bouncing lead impedance measurements is an out of tolerance rv leaf spring.